Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 4.2 not detected on bus. A field service engineer (fse) removed back panel, found bus light was off and noticed a double height matrix bin below drawer 4.2. The fse inspected the drawer and found an excess amount of fluid bags with sharp edges which caused drawer 4.2 controller board to go bad. Further the fse replaced drawer controller board from drawer, reassembled device and rebooted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 4.2 cubie was failed to open and maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.